Manufacturer narrative:
The agent reported, the baseplate and peripheral screws were exoplanets as well, however we do not have the original write up from this patient's primary procedure. The reason for the revision is for dislocation. Male 61. Complaint has been evaluated and is similar to report number 1644408-2022-00345; 509-01-036, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to dislocation.